Event description:
Upon deploying a 5.0 x 24 synergy megatron stent, it became difficult to remove from the body. The stent was deployed without patient harm, but physician stated concern for the behavior of the stent balloons.